Event description:
It was reported when the device was used during a colectomy procedure, the anvil was detaching. Another same like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.